Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys troponin t hs stat assay (tnt-hsst) results for 2 patients tested on a cobas e 411 immunoassay analyzer for patient 1 the initial tnt-hsst result was 19.50 pg/ml with a data flag and the repeat result was 7.75 pg/ml. For patient 2 on (B)(6) 2018 the initial tnt-hsst result was 12.68 pg/ml with a data flag and on (B)(6) 2018 the repeat result was 8.96 pg/ml. Patient 2 is a (B)(6) female with a date of birth that was requested but was not provided. For both patients the initial erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The tnt-hsst reagent lot was 30564600 with an expiration date of 30-jun-2019. Qc results gave no indication of a reagent or an instrument issue. The analyzer alarm trace showed insufficient volume errors on the date of the event. The investigation did not identify a product problem. The cause of the event could not be determined.